Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced..

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening device on the posterior side assessed as a fold flaw opening. Additional observations: wear abrasion observed on the surface of the shell. Creases fold observed. Yellow particles inner the surface of the shell.